Manufacturer narrative:
Device is a combination product. (B)(4).  Device evaluated by MFR: a visual and tactile examination of the device found that the stent was damaged at the distal end. Stent struts were deformed and lifted upwards from the stent profile. A microscopic examination of the device found that the tip of the device was damaged. The hypotube was kinked at various locations along its length. No issues were noted with the balloon as it was tightly wrapped and did not appear to have been subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis approved on (B)(6) 2014. It was reported that crossing difficulties occurred. A 2.50x38mm promus element¿ plus stent was selected to treat the lesion; however the device was unable to cross the target the lesion. However, device analysis revealed stent damage.